Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or compromised forced sensor system test due to faulty forced sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump had transmitter does not blink when connected to the sensor. The customer¿s blood glucose was 325 mg/dl. The device will not be returned for the analysis.